Event description:
A report has been received of leaking grease. Incident occurred in (B)(6). The end user resides in a facility. The reporter has been called for additional information. It was learned that the powered wheelchair has been repaired and is back in working order. No injury.